Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the metal part of the unit popped out. Further, the metal shavings were removed from the patient.

Manufacturer narrative:
The product was returned for investigation. Upon visual inspection, the reported tip breakage was confirmed. The metal electrode had broken off from the tip, however, the broken piece was not returned. There were visible scratch marks and damage to the probe's lumen and heat-shrink (black insulation), respectively. The probe¿s wand was also notably bent. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record of the reported product/lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. An investigation is currently in process after an increase in tip breaking condition was observed during (B)(4) 2011, which included this part number. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component; poor assembly process, and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the metal part of the unit popped out. Further, the metal shavings were removed from the patient.